Manufacturer narrative:
Result: litter assembly.

Event description:
It was reported by service report that the foot end jack will not raise fully and the litter assembly needed to be replaced. No pt involvement or adverse consequences are reported.